Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, three openings on posterior, and brown particles in shell. Leak test and microscopic analysis was performed which identified: three striated openings on posterior, a crease smooth opening on posterior, and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three striated openings on posterior assessed as surgical damage. A crease smooth opening on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "right side deflation." The device has been explanted.